Event description:
The customer reported the system would intermittently not save images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced and the software was reloaded. The system was then found to be operating as intended.